Event description:
It was reported that the patient was experiencing acute pain in the abdomen. The pain was described as "it feels like lead is hooked on something in my abdomen." The patient was dissatisfied with their health care provider's service and the service of the manufacturer's representative. The patient was looking to find another neurosurgeon to evaluate his system. The physician offered to replace the lead and/or remove scs system. The physician would not see him post-op when he experienced pain in the abdomen. The patient had been to the emergency room and they prescribed pain killers and muscle relaxers, but could not determine cause of problem or address the patient's concern regarding the scs (spinal cord stimulator) implant. The patient was told by a healthcare provider that he was "exaggerating." Additional information received noted that regarding were there any diagnostics performed (impedance testing, x-rays, reprogramming) on the device the response was yes, all of the above. Regarding were any malfunctions seen or cause of issue determined the response was no. Regarding any interventions the response was the physician offered to take out the entire system or take out the existing lead and implant another. Regarding the patient outcome the response was the patient did not want his system out, however, was seeing another neurosurgeon for a 2nd opinion regarding his abdominal pain. Subsequent information received noted that the patient did not have resolution of the issue and still had concerns. The patient had constant pain and was attempting to consult with a new physician. An appointment was scheduled for (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ lead product ID 37754 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37744 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient. (B)(4).